Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. On (B)(6) 2016, rv pacing impedance dropped to 247 ohms down from a trend in the 323-589 ohm range. Tip to coil rv impedance measured 190 ohms on (B)(6) 2016. The full lead was subsequently returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that twenty one days post implant the patient experienced a lead perforation into the epicardium. The right ventricular lead was dislodged, had high thresholds, and low impedance. The patient experienced ventricular tachycardia, atrial fibrillation, and pericardial tamponade. The lead was turned off and then explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.